Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the infection has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The date of event is estimated.

Event description:
Related manufacturer report number 1627487-2019-09701. It was reported that the patient had a lead site infection. In turn, the entire system was explanted on an unknown date and the patient is currently being administered antibiotics.